Manufacturer narrative:
Correction: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12845. It was reported the patient was scheduled to undergo surgical intervention to implant trial leads on (B)(6) 2019. During the procedure, the physician was unable to implant the leads due to scar tissue. As a result, the procedure was abandoned.